Manufacturer narrative:
This lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. It was reported that the lead dislodged from its initial implant site. Subsequent attempts to position the position the lead resulted in increasing resistance and difficulty inserting the guidewire; high pacing thresholds were also observed. This lead was extracted and an alternate implanted without consequence. No adverse patient effects were reported.